Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #(B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and haveanalyzed the data. There was one patient alert for right ventricular pace lead impedance on (B)(6) 2012 and (B)(6) 2013. The weekly pace lead trend data show various spike increases for maximum right ventricular pace equal to 536 to 16382ohms range between (B)(6) 2012 and (B)(6) 2013. (B)(4).

Event description:
It was reported that since implant, the impedance on the right ventricular lead have been varying and have been undefined. There has also been some oversensing. The lead remains in use. No patient complications have been reported as a result of this event.